Manufacturer narrative:
Batch review performed on 06.12.2021: lot 179263: (B)(4) items manufactured and released on 28-mar-2018. Expiration date: 2023-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event. Preliminary analysis performed by r&d manager: looking at the images attached to the complaint it is visible that the stem body is completely covered with cement bone. Only the proximal part of the stem close to the resection line is free of bone cement. It is not possible to determine to root cause of reported stem mobilization and explant.

Event description:
Revision surgery was performed 2 years and 3 months after the primary surgery due to stem mobilization. The patient isn´t a sporty person. Uses crutches for years, puts little strain on the leg.